Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between april 4, 2025 ¿ april 7, 2025. H11: the device was received for evaluation with 59 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, evidence of continuous flow of fluid was observed. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small volume infusor stopped delivery during patient infusion. The infusion ran for 51 hours. The device contained fluorouracil and saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.